Event description:
It was reported the pump had a motor stall. A confirmed motor stall was noted in the attention dialogue box. The patient has an (B)(6) and rests it on her abdomen by the pump. The patient heard the pump alarm on and off since (B)(6) 2015. The patient was seen in the clinic on (B)(6) 2015. The patient had no change in her tone and was stable. The hcp did not believe the pump was stalled when the patient left the clinic. The pump stalled again on (B)(6). The pump had motor stalls and recoveries (B)(6) 2015 a motor stall which did not recover. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The patient had intermittent return of spasticity since the initial stalls. The patient followed up with the physician on (B)(6) 2015 at which time the patient was scheduled for pump replacement. The patient was given oral (po) baclofen. The pump and catheter were replaced. The catheter was replaced due to the age of catheter and there were no allegations of an issue. The pump was delivering gablofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacture representative had not heard of any further report of the patient's co ndition.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear train anomaly stall due to shaft-bearing. H6. Conclusion code 92 no longer applies.

Manufacturer narrative:
Concomitant: product ID 8703w, lot# l42132, implanted: 1997-(B)(6), explanted: 2015-(B)(6), product type catheter. Product ID 8840, product type programmer, physician. (B)(4).